Manufacturer narrative:
The corrections to the original MDR submitted are as follows: 1. Section a.2. - added age and dob. 2. Section b.3. -added date of event- 02/15/2021. 3. Section b.4. - corrected date of report - 02/22/2021. 4. Section e-1 - added initial reorter information. 5. Section g.3 - corrected date recieved by manufacturer - 2/22/2021. 6. Section g.7. - added adverse event term - bristles stuck between gums. 7. Section h.6. - added adverse problem codes - 3165, 3190, 4614.

Event description:
Consumer used the product and was having severe pain for a week. She went to the dentist, who found a bristle stuck in her gums by the bottom right molar. No other "information" was received.

Manufacturer narrative:
No files attached.

Event description:
Consumer used the product and was having severe pain for a week. She went to the dentist, who found a bristle stuck in her gums by the bottom right molar. No other information was received.